Manufacturer narrative:
Limited information is available. Serial number of the perceval valve is unknown. Possible manufacturing location is: livanova (B)(4) (sister company). The manufacturer is in the process of determining additional information about this event. When further information is received, appropriate investigative actions will be taken. Device not available for return.

Event description:
A perceval was implanted in a patient with a deformed annulus. Echocardiography revealed a paravalvular leak. They then encountered an issue with the cardiopulmonary bypass, in which the machine was not returning blood to the patient, but this was resolved. Ultimately an edwards biological valve was implanted.

Manufacturer narrative:
The manufacturer was unable to obtain additional information regarding the details of the reported annular deformity. As the device was not available for return and the serial number remains unknown, no investigation can be performed at this time. However, from the available event information, it is reasonable to conclude that the event is attributable to the patient's anatomy, given the malformation of the patient's anatomy.

Event description:
On 10 january 2018, manufacturer received additional information that operation was performed via full sternotomy and native valve was reported to be stenotic. It was also reported that the bypass machine had some issue and the bypass machine was not livanova manufactured machine.